Manufacturer narrative:
(B)(4). The customer returned one cartridge 001201 horizon ti small red 6/cart 180/box for investigation. Visual examination of the returned cartridge revealed that there were no clips remaining. Two clips were returned loose. No damage was observed to the cartridge or loose clips. The clip applier was not returned. Functional inspection was attempted on the loose clips. A lab inventory clip applier was used for the returned clips. Both clips were unable to be manually loaded into the appliers since they were slightly closed from the end user's previous attempts at loading. Since no clips were returned in the cartridge, and the loose clips could not be loaded into a lab inventory applier, the sample could not be tested for the reported failure. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. It is also possible that unintentional user error contributed to this issue, but this could not be confirmed with no clips remaining in the cartridge. The IFU for this product, l02428, was reviewed as a part of this complaint investigation. The IFU states: "it may be necessary to hold the cartridge to allow the clip to be removed." "Always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the reported complaint issue could not be confirmed. The reported complaint of "clip loading issue - fell from applier" was not confirmed based upon the sample received. The cartridge was returned with no clips remaining and two intact clips were returned loose. Upon functional inspection, the clips were unable to load into the jaws of the applier as the clips were slightly closed from the end user's previous attempts at loading. Since no clips were returned in the cartridge, and the loose clips could not be loaded into a lab inventory applier, the sample could not be tested for the reported failure. It is possible that the reported issue was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. It is also possible that unintentional user error contributed to this issue, but this could not be confirmed with no clips remaining in the cartridge. Therefore, the reported issue could not be confirmed , and the root cause is undetermined.

Event description:
When the user attempted to put the applier into the patient body after loading a clip, the clip got detached. It occurred to all the 6 clips. Therefore, he/she opened a new cartridge, by which the procedure was successfully completed. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small red 6/cart 180/box lot# 73m1900209 investigation did not show issues related to the complaint.

Event description:
When the user attempted to put the applier into the patient body after loading a clip, the clip got detached. It occurred to all the 6 clips. Therefore, he/she opened a new cartridge, by which the procedure was successfully completed. No clip fell/remained in the patient.